Event description:
A peritoneal dialysis pt reported dialysis solution overflowed from the cassette door during treatment. At the time of the event, the pt was in a pause exchange when an air detected in the cassette alarmed. The pt was connected to the device and could not proceed to finish treatment. The leak was identified at the door after the alarm. The cassette was discarded. Next day, the pt called the clinic and was closely monitored. The pt's effluent was clear and no prophylactic antibiotics were given. No adverse effects noted.

Manufacturer narrative:
A mfg review was performed of the products shipped to the dialysis center during a three (3) month time frame for lot numbers rec'd. Record review was performed on all identified lots since there was no clear indication as to what lots could have potentially used during treatment. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.